Event description:
It was reported that the device stopped operation while in use on a patient. A controlled maneuver was reportedly performed to connect the device to another anesthesia workstation. As per report, the event did not lead to consequences for the patient.

Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into examination and repair of the device. Hence, the evaluation and assessment had to be done based on the transmitted information. As a side note was mentioned that the workstation "can be used normally after the event". It is not known to dräger if any repair measures were necessary to put back the device into operable condition. A reliable conclusion in regard to the root cause is not possible. In fact, it can neither be confirmed nor denied that a malfunction has occurred; this report is filed in abundance of caution. Based on experience, users often perceive the effects of a large leakage in the patient circuit as a stop of ventilation since no or only insufficient volume is reaching the patient opening. The device is equipped with pressure and flow monitoring which will trigger alarms if deviations between settings and measured ventilation parameter are observed. Another plausible explanation would be that the device performed a reboot to overcome an error condition that cannot be removed by other means. Such an error condition is not necessarily related to the device itself - also electrostatic discharge of the user during interaction with the device or the use of electrosurgical equipment in the near vicinity of the device must be taken into consideration. A differentiation of the imaginable scenarios is not possible since it is not known if any repair measures were made; a return to use w/o any follow-up measures would substantiate the theory that the issue was not related to technical deviations of the workstation itself. H3 other text : device not available for evaluation.

Event description:
It was reported that the device stopped operation while in use on a patient. A controlled maneuver was reportedly performed to connect the device to another anesthesia workstation. As per report, the event did not lead to consequences for the patient.

Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.